Event description:
Gambro became aware of an event that occurred in china where a critically ill pt in a coma on mechanical ventilation with an external pacemaker, in pulmonary edema was undergoing crrt when the machine's screen went blank. Treatment ended and the blood was returned to the pt. Treatment was restarted on the same machine and sometime later, the pt expired. Gambro's clinical investigator received limited info specific to this event. The prismaflex machine was inspected and within specification. The m100 filter set was discarded and not available for inspection.

Manufacturer narrative:
The filter set was discarded and therefore not available for inspection. The lot number was not provided therefore no device history record review was performed. Gambro received no info to suggest that a gambro product caused or contributed to the event and it does not regard the submittal of this report as an admission of causation or liability.